Event description:
Boston scientific received information the patient's atrial lead had measured out of range impedances and increased thresholds while implanted with this lead adapter. When the adapter was removed, measurement were within normal limits. The lead was connected to the pacemaker and remains in service. The adapter was explanted.